Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short v-v intervals and noise were noted on the right ventricular (rv) lead. Atrial events occurring in the blanking period causing premature termination of mode switch were also noted on the right atrial (ra) lead. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.